Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported their device failed a couple of times and quit working which was detected through the manufacturer's representative's programmer. The consumer further reported the implantable neurostimulator (ins) heated up and was coming through the skin so the healthcare provider (hcp) sent them to the hospital and replaced the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.